Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 1 month after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is labeled in the IFU as a known potential adverse event. Investigation is not yet complete. A follow-up report will be submitted with relevant additional information.

Event description:
An (B)(6) male without known significant relevant medical history presented on (B)(6) 2018 with nstemi. The patient enrolled in (B)(6) study. Angiography showed significant stenosis in the mid left anterior descending artery (lad). On (B)(6) 2018, the patient underwent percutaneous coronary intervention (pci) via radial access with pre-dilatation performed, followed by deployment of a cobra pzf¿ (3.5x18mm) stent in the mid lad, with no complications reported. The patient did not report any adverse effects during the first 30 days. The patient was hospitalized on (B)(6) 2019 due acute coronary syndrome. Angiography for further evaluation revealed (70-90%) intrastent restenosis in the m-lad, which was treated with percutaneous coronary intervention via deployment of a drug-eluting stent. The event was considered resolved on (B)(6) 2019. The investigator indicated that the event is definitely related to index procedure and definitely related to study device. Additional information was requested.